Event description:
Customer reports being unable to test his blood glucose while having low blood glucose symptoms due to a "rainbow-like" appearance on the aviva nano meter. Customer's spouse treated him with a sweet drink and something to eat; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.